Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00395. It was reported the patient lost stimulation therapy after lifting heavy boxes. The system was interrogated and showed no anomalies. The abbott representative reprogrammed the system but was unable to provide effective stimulation. The patient is pending a surgical consult with the physician.

Event description:
Device 1 of 2. Reference MFR report #3006705815-2017-00395. Follow up information identified the patient was seen on (B)(6) 2017 and x- rays were to be ordered, however the patient has not gotten the x-rays completed nrt followed up with the physician as of yet.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2017-00395. Follow up information identified the patient is experiencing stimulation changes on all of the programs. Lead diagnostics revealed multiple high impedances. Reprogramming was unable to resolve the issue. An x-ray was taken and showed the leads had migrated. The patient underwent surgical intervention on (B)(6) 2017 where the leads were removed and replaced and secured into the existing ipg. The physician thought the leads might be fractured and possibly were not fully secured into the ipg. Postoperatively all impedances were normal and effective stimulation was attained.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2017-00395.